Event description:
It was reported that bd venflon¿ IV catheter needle went through the catheter. The following information was provided by the initial reporter: they sent a letter through imed website and announced that there were some cases of catheter ruptures in kowsar hospital with venflon 18g, 45 mm. They claimed the catheters got teared up while insertion. They did not provided us with any nursing reports or documents. We have had some correspondences to get photos. In the complaint letter, only the lot number was mentioned and I just got successful to find out the catheter's length and its reference number. We have received a complaint through imed several days ago and tried to complete the required data to send you the incident form. We have replied that this problem most probably happened due to malpractice. It seems the hcp has pulled back the needle to see the blood flashback and tried to insert needle into the catheter after an unsuccessful catheterization, which caused catheter damage. Therefore, the catheter got teared while next insertion.

Manufacturer narrative:
The following fields were updated due to corrected information: d.4. Medical device lot #: 18j0741m. D.4. Medical device expiration date: 8/31/2023. H.4. Device manufacture date: 9/7/2018. H.6. Investigation: the photos were received by bd for evaluation. A quality engineer was able to review the photos of a venflon global 18ga from lot # 18j0741m regarding item # 391453 with the reported issue of ¿catheter ruptures¿. The DHR of material number 391453 and lot number 18j0741m was checked and no quality notification was recorded on this lot. No samples and four photographs were received from the customer and were used for investigation of the reported defects. The investigation team also used retention samples of material code 391453 and lot number 18j0741m for investigating the reported defect of damaged cannula. None of the ten retention samples showed the reported issue. The defect is unconfirmed, and the probable root cause is wrong practice issue of the product. The root cause of the needle puncturing the cannula occurs when the needle is reinserted into the vein.the ivc product has two components of cannula and needle. The function of the needle is to create access in the vein and once the cannula (plastic ptfe) tube has entered the vein, the needle is disengaged and removed. The cannula is then advanced forward into the vein. The defect in the picture shows that the needle was not removed after the vein was punctured and was pushed deeper into the vein after the cannula reached the vein. This is called reinsertion. Advancing and pushing both the needle and the cannula inside the vein cause the needle to puncture the cannula present inside the vein. The wrong practice was simulated in the lab and found that the defect created due to wrong cannulation procedure was exactly similar to the defect found in the photographs of the customer. The complaint is a practice issue and the healthcare staff performing cannulation would require training on right use of the product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The manufacturing location for this product is (B)(6). This site is not registered with the FDA. (B)(4). Medical device lot #: the customer provided lot # 18j0741m. This does not match the catalog number provided. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd venflon¿ IV catheter needle went through the catheter. The following information was provided by the initial reporter: they sent a letter through (B)(6) website and announced that there were some cases of catheter ruptures in (B)(6) hospital with venflon 18g, 45 mm. They claimed the catheters got teared up while insertion. They did not provided us with any nursing reports or documents. We have had some correspondences to get photos. In the complaint letter, only the lot number was mentioned and I just got successful to find out the catheter's length and its reference number. We have received a complaint through (B)(6) several days ago and tried to complete the required data to send you the incident form. We have replied that this problem most probably happened due to malpractice. It seems the hcp has pulled back the needle to see the blood flashback and tried to insert needle into the catheter after an unsuccessful catheterization, which caused catheter damage. Therefore, the catheter got teared while next insertion.